Event description:
It was reported that a high impedance was observed on the patient's m1000 vns generator. It was later reported that two weeks after the observance of high impedance, the impedance value was within normal limits. Internal investigation identified that a change in the timing of the impedance test may result in higher impedances for model 1000 generator compared to those reported by model 103-106 generator. As indicated in the physician¿s manual, high lead impedance (>/=5300 ohms), in the absence of other device-related complications, is not an indication of a lead or generator malfunction. Existing recommendations, as described in the physician¿s manual, should still be followed. No additional relevant information has been received to date.